Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a connection problem between the c-arm and workstation on the 9900 system. No pt injury was reported.